Manufacturer narrative:
The system database, system optical coherence tomography (oct) recording, video display recording, and the operating room surgical video were unavailable for analysis as the pt was not identified. Additional follow-up is being conducted with the surgeon to obtain the pt info so further investigation can be conducted. If appropriate, a follow-up MDR will be filed in accordance with the 21 cfr 803.56 regulations. At this time, the cause(s) of the reported perforated cornea is unknown.

Event description:
It was reported that a pt who underwent corneal incisions with the catalys system, (system) subsequently experienced an arcuate incision that fully perforated the cornea in the operating room (or). The surgeon reported that the corneal perforation was closed by using sutures. No additional complication or medical interaction was conveyed.